Event description:
It was reported that (1) device was used during a sigma and a gastrectomy. It was reported by the affiliate that the h1tuv device emitted noises. Another device was used to complete the case. There was no consequence to the pt.